Event description:
It was reported that during a routine device changeout, the atrial lead insulation was noted to be damaged. Noise and sensing failure were noted on an electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.